Manufacturer narrative:
Updated: device evaluated by MFR.?, eval summary attached, method codes, result codes and conclusion codes device evaluated by MFR: the device was returned for analysis. Device analysis revealed no damage observed on the distal tip or guidewire exit port assembly. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that catheter stuck in stent occurred. The 90% stenosed target lesion was located in a mildly tortuous and moderately calcified left anterior descending (lad) artery. During the percutaneous coronary intervention (pci), when insertion of the stent did not allow for pullback during image acquisition, migration due to calcification- stent strut was caught. Completed with another with same device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that catheter stuck in stent occurred. The 90% stenosed target lesion was located in a mildly tortuous and moderately calcified left anterior descending (lad) artery. During the percutaneous coronary intervention (pci), when insertion of the stent did not allow for pullback during image acquisition, migration due to calcification- stent strut was caught. Completed with another with same device. No patient complications were reported.